Manufacturer narrative:
(B)(4). Lot number not provided. UDI not provided. Re-processing information not provided. Since the lot number was not provided, this information cannot be determined.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Name of procedure: cystocele repair with mesh, enterocele and rectocele repair with mesh and cystoscopy with iliococcygeal suspension. Pre-operative diagnosis: pelvic prolapse. Post-operative diagnosis: pelvic prolapse. Name of procedure: anterior colporrhaphy and posterior colporrhaphy with enterocele repair including graft placements. Pre and post-operative diagnoses: symptomatic cystocele, symptomatic third-degree rectocele with associated enterocele. Incision and drainage of pelvic abscess performed on (B)(6) 2009. Pre and post-operative diagnosis: presumed pelvic abscess, namely at the level of the vaginal cuff with extension into the right ischiorectal fossa. The patient underwent a repair of a pelvic prolapse back in (B)(6). She did well initially after the surgery but then subsequently started developing pain when she sat down. This had been going on for 2 weeks but had been getting progressively worse and she started complaining of a fever. The doctor saw her in the office and admitted her to the hospital and started her on IV antibiotics. A CT scan of the abdomen and pelvis was obtained which showed a vaginal cuff abscess. On physical examination she was also noted to have a stitch which appeared to have eroded through the vaginal mucosa on the left lateral wall of the vagina.